Event description:
Consumer claims she was using the heating pad for gallstone pain and had the pad laying on her stomach. After more than 30 minutes passed it allegedly overheated and burned her stomach and hand. She did not seek medical treatment. There was also damage to her bedding.

Manufacturer narrative:
The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product. The consumer has not returned the product.